Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error and unexpected restart. The customer¿s blood glucose was 294 mg/dl at the time of incident and treated with insulin pump. Customer¿s parent stated that the insulin pump buttons does not work and alarmed button error. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is not advancing. Customer's parent also reported that the insulin pump alarmed unexpected restart after battery change. Troubleshooting was performed and competed. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No frozen screen, button error alarm or audio/beep anomaly noted. Device time or clock moved. However, device had unresponsive esc, act and down buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart error test due to unresponsive button. Device had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address number label and missing end cap sticker.